Event description:
It was reported that during a thoracic surgery, the reload popped out and was retrieved through the trocar during an unk firing. The second device would not cut after firing. The customer used another device to complete the case with no pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.